Event description:
Immediately following device activation, the pt was unable to perceive auditory stimulation with their cochlear implant. Follow-up diagnostic tests include an x-ray, a CT scan, and two integrity tests (conducted in july and october 2003). The x-ray and CT scan confirmed that the electrode array was positioned within the cochlca and the results of the integrity tests were consistent with normal device function. Psychophysical testing, conducted during the two integrity tests, generated non-auditory sensations across the array. Given the pt's lack of benefit, the device was explanted and the pt re-implanted with another nucleus 24 contour. Subsequent reports indicate that the pt has been unable to benefit from the replacement device. The device passed all tests conducted to verify the proper operation of the stimulator. Bends, kinks, cuts and exposed wires consistent with explantation were observed along the ball electrode lead. The ball electrode lead was severed in three locations. With two of the severed sections returned. Bends consistent was explantation were observed along the electrode lead. Electrode rings e3, e12 and e22 were displaced. Cuts and tears consistent with explantation were observed on the top of the silicone carrier of the stimulator body. X-rays of the device showed no anomalies aside from those described above. Continuity between electrodes was checked at the electrode rings via the integrated circuit. Continuity was observed on all electrodes. The device passed all electrical testing conducted to confirm operation of the stimulator.